Event description:
The patient was implanted with a left ventricular assist device. The patient presented to the clinic with reports of bloody stool and dizziness. Device interrogation showed multiple low flow alarms, however, it was reported that neither the patient nor the caregiver heard the low flow alarms. The patient reportedly had a 3 gram drop in his hemoglobin level. The patient was admitted and received multiple blood transfusions. An emergent colonoscopy was performed, which showed an arteriovenous malformation in the cecum that was cauterized. The patient was discharged home on (B)(6) 2015.

Manufacturer narrative:
Approximate age of device ¿ 3 months. The reported low flow alarms were confirmed via review of the submitted log file. A correlation between the device and the reported gi bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on lvad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Placeholder.